Event description:
The patient had experienced increased pain and a return of symptoms. The actual residual volume was greater than the expected residual volume, but was within normal limits. An x-ray was done on (B) (6) 2010. The physician stated that there was under infusion of drug noted at the patient's pump refill session. The catheter was replaced. During the surgery, the physician noted that the catheter appeared to be "crimped between the spinous processes without fracture." The patient was seen by her hcp for a follow-up on (B) (6) 2010 and did not notice any difference with the pain from before and after the surgery. The hcp stated that the patient suffered from chronic pain and that it was difficult to know whether to "do a big work up or just take it as it is." The medication being delivered via the device system was dilaudid.

Manufacturer narrative:
(B) (4).